Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the pacemaker device appeared to have moved. Additional information obtained from the field which indicated that the patient also paced a little. The patient has a scheduled appointment in seeing the physician. The pacemaker remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
The complainant indicated that the device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental report will be filed.

Event description:
This supplemental report is being filed to correct device status and updates from product investigation was also received. Boston scientific received information that the pacemaker device appeared to have moved. Additional information obtained from the field which indicated that the patient also paced a little. The patient has a scheduled appointment in seeing the physician. The pacemaker was explanted. No additional adverse patient effects were reported.